Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that neoflon yel 24ga IV cannula catheter was damaged. This occurred on 2 occasions. The following information was provided by the initial reporter: our doctor team have reported on a few occasions that when inserting the needle into the skin they are having some difficulty due to the plastic casing being beveled slightly causing resistance.

Event description:
It was reported that neoflon yel 24ga IV cannula catheter was damaged. This occurred on 2 occasions. The following information was provided by the initial reporter: our doctor team have reported on a few occasions that when inserting the needle into the skin they are having some difficulty due to the plastic casing being beveled slightly causing resistance.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-24. H6: investigation summary: one used sample was received by our quality team for evaluation. From the sample, peelback was observed on the catheter tip. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the returned sample, the probable root cause for peelback could be due to the tubing material. A trend for the peelback issue has been identified for this product line. The appropriate personnel have been notified of this complaint. We have funded a project (CAPA) 81917 to examine how to further increase the robustness of the bd neoflon device and prevent future occurrences of this type. As part of the action plan, changes to the catheter material and method of shaping the catheter tip are in the process of being implemented. Customer complaint trends will also continue to be evaluated on a monthly basis. H3 other text : see h10.